Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. Upon receipt of the product, it was concluded that the reported failure "misfired" was a loading issue, not a deployment issue. A visual inspection showed that the delivery device was returned with the seal and the tension spring assembly stuck inside the loading device. The delivery tube was inside the loading device also. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal system misfired. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.